Event description:
Customer stated "sparked as she had it on it stomach, burnt a hole in pj" product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that the tabs within the switch had broke, causing the switch casing to crack and the trigger and spring to break. This is likely due to application of excessive force on the switch. No evidence of sparking/fire was found.